Event description:
It was reported the customer had battery issues with their insulin pump. The customer stated it would take them five or six tries before the insulin pump would recognize that there was a battery inserted. The customer also reported receiving a blank display. Troubleshooting was able to retrieve the customer's display by inserting a new battery. The customer also reported a battery out limit alarm. Customer was advised that the battery out limit alarm was normal insulin pump behavior. The customer was advised to monitor their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).